Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a minor scratches on the lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window.

Event description:
Customer reported that the insulin pump alarmed motor error. She cleared the alarm and rewound the insulin pump and when she was priming she received a no delivery alarm. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Customer is not able to complete the rewind sequence. Blood glucose value was between 120 and 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.